Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was damaged. Customer states that tube lip was cracked. Customer mentioned that she dropped the pump and crack up to belt clip. Customer¿s blood glucose was 7.2mmol/l at time of incident. Insulin pump will be return for analysis.